Event description:
The report received from the medical affairs indicated that a patient experienced a minor heart attack and underwent three stents placement approximately 3 months post initial cypher stent placement. The patient had two cypher stents and one multilink vision stent implanted in the right coronary artery and left anterior descending artery due to a heart attack . The patient was prescribed crestor and tricor as further treatment to prevent future heart attacks. Three months post index procedure, the patient experienced shortness of breath and pressure on his chest. As treatment, the patient had an unscheduled visit to the hospital where he was diagnosed with a "minor heart attack", determined by unspecified test. As additional treatment the patient had a heart catheterization procedure done; he had two unspecified cordis stents and one multilink vison stent implanted due to having 36-40% restenosis of the left anterior descending artery. Upon contact with patient, the medical records was ordered for proper determination which has not been received yet. Patient also had cardiac rehab and was discharged one to two days later. Event resolved. A few months later, after having the stents placed, the patient experienced feet pain and discomfort. As treatment, the patient saw two neuropathologists and he was diagnosed with diabetic neuropathy determined by an a1c blood test of 6.4, baseline was not obtained. As further treatment, physician prescribed lyrica. About two weeks ago, the patient had an increased a1c level of 7.1, baseline was not obtained. As treatment, the physician prescribed glucophage.

Manufacturer narrative:
Concomitant medications included crestor, glucophage, and tricor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00016 and 3003742446-2013-00017.